Manufacturer narrative:
B3: the event date was estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that driveline drainage worsened so the patient was transitioned back to intravenous cefepime in september of 2023. An outflow graft obstruction was found in september of 2023.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 model number: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the onset of the reported outflow graft obstruction could not be confirmed as no images were provided for review from the time of the event. Additionally, a specific cause for the obstruction and the reported driveline infection could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction", lists driveline infection as a potential adverse event which may be associated with the use of heartmate 3 lvas. Section 5, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures," cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6, "patient care and management," lists infection as a potential late postimplant complication. The heartmate 3 lvas patient handbook, rev. D, is also currently available. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2023 since driveline drainage worsened. It was noted that the patient was initially on ceftazidime but it was too expensive at the time of discharge, so the patient was transitioned to intravenous cefepime on (B)(6) 2023. The driveline drainage was not resolved despite the medication. An outflow graft obstruction was found on (B)(6) 2023 by a computed tomography (CT) scan. The patient was discharged on (B)(6) 2023.